Manufacturer narrative:
The system was serviced in the field and failed mechanical testing due to the front panel being bent, the front gantry panel was repaired and the doors were adjusted to lessen the door pop. The failure was resolved. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a cervical spine procedure. It was reported that the unit was working normally, and then when they closed the gantry, within about one second of initial spin, a loud mechanical clung was heard and the unit froze. The site opened the system using the emergency opening. Once opened they noticed an acute bend inside the gantry. The plate angulation was not present when they closed the gantry as closing the gantry would have been impossible with the damage. The site reported that the likely cause of the event was the dingus could have slipped and caused the damage or some other mechanical component. There was a delay of one hour or longer and no reported impact to patient outcome.